Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during implantation of an impella 5.5, the procedure was technically challenging due to patient anatomy. Increased resistance was encountered while advancing the device through the graft and anastomosis, and buckling of the catheter was observed under fluoroscopy. After multiple attempts, the device was successfully implanted. Shortly after implantation, a ¿purge pressure high¿ alarm was observed, with purge flow reported at approximately 1.8 ml/hr and purge pressure at approximately 1058 mmhg. The external purge system components were assessed, and no abnormalities were identified. A potential internal catheter kink was suspected. Due to the procedural difficulty and the device continuing to provide support, the physician elected to maintain device use. By the end of the procedure, the alarm resolved, and purge flow increased to approximately 2.1 ml/hr. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant.